Event description:
Customer reports meter results of 199 mg/dl, 205 mg/dl, 231 mg/dl, 220 mg/dl, 246 mg/dl, and 513 mg/dl on the aviva sys within 10 minutes. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.